Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The customer stated that they observed a leak on the dilution tray covers. After evaluation of the instrument and instrument data, the fse found debris in the feed tube to the wash cup. The fse disconnected at the solenoid and primed the line until flow was consistent. The fse performed wash cup and ran wash 2. The customer then ran quality controls, and results were within range. The customer reported low results post service, and the fse returned to the site. The fse noted a diminished vacuum and replaced the vacuum pump diaphragms. Quality controls and patient samples were run, resulting within range. The cause of the discordant, falsely low na, un, ca, crea and gluh results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), urea nitrogen (un), calcium (ca), creatinine (crea) and glucose (gluh) results were obtained on one patient sample on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, un, ca, crea and gluh results.